Manufacturer narrative:
(B)(4). Date sent to FDA: 10/13/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open ventral or umbilical hernia repair procedure and mesh was implanted. As the surgeon was inserting the product into the patient, the product was "disintegrating" or coming apart. The product was removed and not used in the case. It is unknown how the procedure was completed. There were no adverse patient consequences reported. No additional information is available.